Manufacturer narrative:
Corrected information provided in b.2., h.2., and h.11. Upon further review and assessment, it was clarified that the reported event is related to a fit issue and it does not meet criteria for reporting as per applicable regulations. No further reports will be submitted under the manufacturer reference number 1644019-2026-00167. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vitrectomy probe had a little notch in the metal shaft and would not go into the trocar during surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).